Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed. The physician has asked for ingredients of the electrode to determine if an allergy has caused the reaction. This information was provided. We have requested further information (skin preparation, treatment of rash) for several times. We have sent repeated reminders but have not received any further information.. Therefore, no further conclusion regarding the cause of the skin injury can be drawn. We close the investigation and the report.

Event description:
On (B)(6)2018 , we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model f55) and an unkown heart monitoring recorder had been used. The initial reporter stated "I saw a patient who developed a skin rash after holter monitoring for 24 hours with the skintact ECG elektrodes (f-55, aqua wet type). The skin rash was exactly on the sites of ECG electrode fixation the day before. We would like to know the ingredients of the gel/foam in the central part of the skintact ECG elektrodes. Is this substance perfumed? Does it contain acrylates or other products?" No further information was provided if and how the injury had to been treated.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses could be performed so far. The physician has asked for ingredients of the electrode to determine if an allergy has caused the reaction. No conclusion regarding the cause of the skin injury can be drawn so far. We have requested further information (skin preparation, treatment of rash) and will provide a follow up report upon receipt.

Event description:
On (B)(4) 2018, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model f55) and an unknown heart monitoring recorder had been used. The initial reporter stated "I saw a patient who developed a skin rash after holter monitoring for 24 hours with the skintact ECG electrodes (f-55, aqua wet type). The skin rash was exactly on the sites of ECG electrode fixation the day before. We would like to know the ingredients of the gel/foam in the central part of the skintact ECG electrodes. Is this substance perfumed? Does it contain acrylates or other products?" No further information was provided if and how the injury had to been treated.